Event description:
Patient presented with cerebral infarction and was enrolled in 3d trial. Physician commented that patient had a tortuous ica, but looked like it shouldn't cause access problems. Physician then encountered some difficulty tracking the 5max up to the ica terminus, but was able to access it. Upon first pass of the separator 3d the physician noticed that when resheathed the device, it seemed to come back inside the catheter further than he expected. He removed the 5max catheter and 3d separator, but did not manage to remove any clot. The angiogram confirmed persistent full occlusion. He then reaccessed with the 5max catheter and 3d separator, and seated the device further up the ica to try and do another pass on the clot. Upon his second attempt he could not remove the 3d separator. Physician then tried to provide slack and pull back again. After about five minutes he was able to remove the 5max catheter and 3d separator at the same time, but felt resistance as the device came out. Angiogram later confirmed that the left ica was dissected. Physician adjudicated that the left ica dissection was likely/probably related to the 3d separator and 5max catheter. He adjudicated this as the device was likely involved; however, he cannot be absolutely sure that there wasn't some type of vessel damage involved in the index stroke. He feels that the straightening of the curved vessel could have contributed to this event as well. No further action as taken by the physician as he felt that further treatment could result in a bleed or further injury. He didn't feel it would benefit the patient and additionally didn't want to take aggressive follow up action in a trial setting. Patient was put on palliative case and expired six days later.

Manufacturer narrative:
Conclusion: vessel dissections are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00188. Hospital discarded of device after use.